Manufacturer narrative:
Expiration date: medical device expiration date unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the marking on the barrel was misaligned the hcp noticed this issue after drawing insulin into the barrel, and then stopped using this affected product.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-jun-2022. H6: investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the marking on the barrel was misaligned or the barrel itself may be disformed. The returned syringe was examined and exhibited a bent barrel. The returned syringe was examined and exhibited a partially printed and crooked scaled. Unable to perform DHR check for barrel damaged due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the marking on the barrel was misaligned the hcp noticed this issue after drawing insulin into the barrel, and then stopped using this affected product.